Manufacturer narrative:
The field service representative found that the detergent tube was disconnected from vacuum bottle making rinse head leak. He replaced all of the rinse tubing, connected the detergent tube, and replaced the rinse nozzle and tips, which appeared to solve the issue. The field service representative verified that all mechanisms were working properly, and the customer ran post service qc on all tests. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 1 patient sample on a cobas 4000 c (311) stand alone system. The initial result was 166 mmol/l. The repeated result was 141 mmol/l. This result was believed to be correct. The erroneous result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.